Manufacturer narrative:
A steris service technician inspected the harmonyair a-series surgical lighting system and found that the in-light camera on the subject lighthead was not operating properly. The technician could not turn on/off the lighthead from the light handle or the wall controller. The technician also confirmed that a bank of led lights in the center of the subject lighthead were not illuminating. The technician disassembled the in-light camera subject of the reported event and observed wires caught in the gear assembly subsequently causing damage to the wire insulation. The steris service technician installed a new in-light camera, tested the function and operation of the harmonyair a-series surgical lighting system and confirmed the unit to be operating properly. The unit was returned to service and no additional issues have been reported. A complaint review was performed and confirmed this to be an isolated event.

Event description:
The user facility reported that during a patient procedure the in-light camera to one of the lightheads on their harmonyair a-series surgical lighting system was not operating properly. A section of the lighthead was also not illuminating. User facility personnel utilized the other lightheads and completed the patient procedure. A procedure delay occurred due to the reported event. No report of injury.